Event description:
The patient contacted animas on (B)(6) 2012 stating that after swimming with the pump the keypad buttons were unresponsive. The patient claimed to see moisture under the display screen. The keypad was reportedly intact. The patient reported that the pump was worn in a pocket, was not cleaned, and had no recent trauma. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were confirmed to be unresponsive. The keypad was removed and no contamination was observed. The bolus button was found to leak and internal moisture damage was observed inside the pump. The pump had visible moisture behind the display lens. The audible alarm was unable to be measured dur to moisture damage and the unresponsive keypad.